Manufacturer narrative:
Visual inspection confirmed that the device had sustained induced, high energy overstress damage when it shocked into a shorted lead condition as evidenced by arc marks on the device case. This resulted in high energy overstress damage to the device flex resulting in damage to the device plasma fuse, rendering the device incapable of delivering any further tachy shocking therapies. Pacing therapies remained available.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead experienced cardiac arrest. The device was interrogated post arrest where it was noted that an error code had been recorded. Further review of device memory revealed that the system had recorded shock impedance measurements of less than 20 ohms after delivering eight shocks for the patient's ventricular tachycardia (vt). Previous shocking lead impedance numbers had trended between 50 and 70 ohms. The patient was rescued externally and intubated. Subsequently the patient underwent a revision procedure where the device and lead were explanted and replaced. It was reported that the patient recovered from this event. Both products were returned for analysis.